Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly. The measurements indicated that ic chip u49, although mostly functional, was unable to provide a proper power good signal to enable the power supplies to the sc boards logic, preventing it from booting, the root cause was not determined. Per repair instructions, the use interface pcb assembly was automatically replaced at the same time as the system controller pcd assembly and there was no failure of this assembly.

Event description:
It was reported that the device would not boot up. There was no pt use associated with the reported event.